Manufacturer narrative:
Philips service replaced the fuse box and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to boot due to a power-related activation issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.